Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during a service visit performed by a getinge service territory manager (stm), upon power up of the cs300 intra-aortic balloon pump (iabp), an electrical test fails code #50 was generated. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The stm replaced the motor control board then tested the iabp unit on a test catheter and patient simulator for thirty (30) minutes without issue. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a service visit performed by a getinge service territory manager (stm), upon power up of the cs300 intra-aortic balloon pump (iabp), an electrical test fails code #50 was generated. There was no patient involved and no adverse event was reported.